Event description:
Patient reported right side "possible" rupture and pain. Patient later reported has ultrasound and "MRI that confirms the rupture," "implant resting on belly" and "were unhappy with initial implantation surgery results and reported having "jagged scars" from procedure. Patient also reported being asymmetrical" and "all the spotting & flaking." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "possible" rupture. Device remains implanted.